Manufacturer narrative:
He device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead attempted but not implanted as it experienced placement difficulties with high thresholds and couldn't pace at some point. In the reposition attempt the lead also exhibited helix extension issues. No adverse patient effects were reported.

Event description:
It was reported that this lead attempted but not implanted as it experienced placement difficulties with high thresholds and couldn't pace at some point. In the reposition attempt the lead also exhibited helix extension issues. Lead was returned and analyzed no adverse patient effects were reported.

Manufacturer narrative:
This lead was returned and analyzed confirming only the helix allegation due to deformed cathode (inner) coil near terminal end. Electrical allegations were not confirmed. As no further information concerning this report is expected, our investigation is complete.